Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. (B)(4).

Event description:
Caller states this trach did not allow the pt to breathe properly. Per caller, they reintubated with another custom trach. Caller confirmed no additional harm to pt.